Event description:
A medtronic rep reported that the navigus screws stripped when the surgeon tried to remove the angled base. He was eventually able to get them out with needle pullers. The case was completed successfully with no impact to the pt.

Manufacturer narrative:
The device was disposable and no lot number was provided. Device was disposable and there is no manufacture date information at the time of this report. The device has not been returned to the manufacturer.